Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels; bg values were not provided, and cause was unknown. Correction boluses were administered to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.